Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient that is overcorrected in both eyes 1 month post monovision photorefractive keratectomy. There were no epithelial issues noted at postoperative visit. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment but shows handling problems during the complete zeroing and measuring process as a part of the fluence test. The the depth measured by the user was 101.4 microns. So the treatment should not have been performed because this test has a direct impact on the ablation profile. The system history shows that the laser was verified successfully prior to the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. An important contributing factor is the users error in accepting a faulty fluence test. (B)(4).